Event description:
It was reported the patient had a new lead implanted 1.5 weeks ago. The implantable neurostimulator was also repositioned at this time. About a week later, it was reported the reason the new lead replaced the two previous leads was to "achieve better coverage." It was stated the patient was "doing well." No further information was reported. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had the implantable neurostimulator (ins) implanted deeper on (B)(6) 2012.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # 291510002, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).